Event description:
It was reported that a proultra endo tip separated outside of a pt 's mouth. There was no report of injury as no pt was involved in this event.

Manufacturer narrative:
In this incident, proultra tip #5 separated outside of a pt's mouth. Though there was no report of pt injury (as no pt was involved in this case), there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr james gutmann). Therefore, this event is reportable per 21 cfr part 803. The device was returned and the lot number was provided, though eval results are not available as of this report. Eval results will be submitted as they become available.